Event description:
It was reported that the surgeon was having issues during laparoscopic cholecystectomy procedures with the product. After the surgeon fires some of the clips they scissor and some dropped out of the nose into the patient. They were retrieved through the trocar with no patient consequence reported. The device was discarded at the account.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Which firing of the device did this event occur on? After the first firing. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No asku. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. What were the indications for surgery? Gall bladder disease what was found? Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? No.